Event description:
It was reported on (B)(6) 2018 that the patient underwent a pump exchange. No further information has been provided.

Manufacturer narrative:
Approximate age of device - 2 years and 11 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that device interrogation revealed multiple low flow, low speed advisory, and pump stoppages. The patient stated that these events occurred when the vad system was connected to the mobile power unit (mpu). The patient was asymptomatic during the events. During a clinic visit, the patient brought mpu for evaluation. The patient's vad system was connected to the mpu in clinic and no alarms occurred. In addition, no alarms occurred when the vad was connected to an ungrounded power module patient cable. The manufacturer's technical service representative reviewed the submitted log file and confirmed pump stoppage events when connected to the mpu starting on (B)(6) 2018 that continued to occur intermittently throughout the log file. X-ray images submitted for review were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Shortly after the replacement, a pump stoppage event occurred. The patient was provided an ungrounded patient cable for use while on power module support. It was reported that the customer was considering a pump exchange. No additional information was provided.

Manufacturer narrative:
Conclusion statement: the cause of the reported low speed and pump stop events was confirmed during the evaluation of the heartmate ii left ventricular assist system. The pump was returned with the driveline cut approximately 9¿ from the pump housing and the severed portion with the intact distal end repair was returned. Examination of the driveline noted breakdown of the braided shield between 9¿ and 10¿ from the pump housing. Electrical continuity did not reveal any discontinuities or shorts. Visual inspection of the wires noted evidence of abrasion from the braided shield adjacent to the observed breakdown. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test revealed a breach in the black wire insulation approximately 10¿ from the pump housing. The remainder of the driveline appeared unremarkable. If the exposed conductors of the black wire contacted the braided shield while the system was operating on a grounded power source (e.g mpu), the resulting short would have contributed to the low speed event and pump stoppages captured on the system controller log files. The observed wire damage appeared consistent with abrasion against the braided shield due to cyclic flexing. Heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.